Event description:
It was reported that during a laparoscopic appendectomy procedure, the device locked out. One white load became disengaged, the metal stayed in the device when trying to change loads. The pieces were removed and the device reloaded however the next load locked out. No pieces fell into the patient. Clips and scissors were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Premature sled movement the ec45a device was received for analysis with no visual non-conformances and with an white cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as only one cartridge was received for analysis, and the cartridge was in good conditions. The batch record was reviewed and no anomalies were noted during the manufacturing process.